Event description:
Implant failed due to infection and was removed 9/97. One person affected.

Manufacturer narrative:
The implant was found and evaluated. It was found to meet specifications. Infection remains the probable cause of failure.